Event description:
It was reported that the user received frequent glucose falling quickly alerts while using the ilet and had been eating 20+ grams of carbohydrates before sleep without announcing meals and occasionally overtreating lows, which corresponded with a subsequent hyperglycemic value of 333 mg/dl after an unannounced bedtime snack and a prior alert at 86 mg/dl that was treated with approximately 18 grams of carbohydrate. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or clinical signs reported. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface only as the interacting component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.